Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging shorted out device is smoking, burning plastic smell, damaged power supply and tip of the power cord looks melted problems. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that pil observed an unknown contaminant on the flip doors, pca, top enclosure, real panel, ui panel, bottom enclosure, inside iso port, blower and blower box. Pil observed black hairlike contaminant on the flip doors, top enclosure, ui panel, rear panel, bottom enclosure, and blower. Evidence of liquid ingress with an unknown dust contamination consistent with mineral deposits was observed on the rear panel, blower box and blower. A keratin-like substance was observed on the blower box outlet. The unit was scrapped. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. Pil was not able to directly address the specified symptoms. Device problem code grid, evaluation method code, evaluation results code, component code and conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges the device "shorted out", device is smoking, burning plastic smell, damaged power supply and tip of the power cord looks melted. There was no allegation of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not yet returned to the manufacturer.